Event description:
It was reported that the patients supposed trial procedure was aborted, and patient needed intravenous sedation. The trial lead will not be returned per hospital policy and the patient was recovering well.